Manufacturer narrative:
The insulin pump had a cracked case on the display window corners, minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had physical damage. The blood glucose reading was 46 mg/dl. The customer stated that she observed a crack around the battery compartment and a chunk was missing from the plastic case. The customer treated her low blood glucose with a snack. She noted that the damage may have been from changing the battery out repeatedly. Advised replacement of the insulin pump. Nothing further reported.